Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain (the device ruptured while explanting).

Event description:
Healthcare professional reported for left side "the left implant was quite adhered, and it ruptured on removal, when it was released from the capsule". Patient reported "sparse simple cysts", "pain". The device has been explanted.